Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer's blood glucose ranged from 100-200 mg/dl.